Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two high impedance measurements triggered the patient notifier in (B)(6) 2011. During a clinic visit, the high impedance values could not be reproduced. The physician opted to monitor the lead. On (B)(6) 2011, the device showed another alert for high lead impedance. All other measurements were normal. The physician will continue to monitor the lead.